Manufacturer narrative:
(B)(4),. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to treat a mildly calcified, moderately tortuous, 95% stenosed, lesion in the mid right coronary artery, pre-dilation was performed with a 3.0 x 12mm unspecified balloon dilatation catheter. After pre-dilatation of the lesion, the 4.0x12 mm xience xpedition stent was deployed at 16 atmospheres. A distal edge dissection was noted. An unspecified stent was used as treatment. The procedure was successfully completed. The patient is stable. There was no adverse patient sequela, and no clinically significant delay during the procedure. No additional information was provided.